Event description:
It was reported that a strykeflow was being used in a case on a patient and it started making a loud noise and then sparking.

Manufacturer narrative:
Alleged failure: a strykeflow was being used in a case on a patient and it started making a loud noise and then actually sparking. It was confirmed that there was not smoke but rather sparking. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a strykeflow was being used in a case on a patient and it started making a loud noise and then sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.